Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they had devices that were reported to be involved in an over infusion however they are unable to located the devices for investigation. The customer asked if there was a way to track the devices with an emr number. There was no report of patient harm. The customer later stated they have concluded their investigation into this matter and they were unable to collect the physical equipment and consumables involved in this incident. They have inspected all bd/carefusion infusion devices in the facility's department where this occurred and they reported no visible cracks or damage to the hinges of the devices. They don¿t think they will need bd/carefusion¿s assistance to further investigate this incident.